Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure to treat upper gastrointestinal bleeding performed on (B)(6) 2025. During the procedure, the clip would not deploy and is stuck at the end of the material and would not open. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.